Manufacturer narrative:
Date of event, date of implant: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis, and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported myocardial infarction, thrombosis, and stenosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The deaths referenced are reported under another MFR number.

Event description:
It was reported through a research article identifying the xience v stent that may be related to the following: death, myocardial infarction, thrombus and revascularization. Details are listed in the attached article, titled efficacy and safety of stents in st-segment elevation myocardial infarction. Please see the attached article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: efficacy and safety of stents in st-segment elevation myocardial infarction.